Event description:
On 10/01/2009, the patient reported insulin leaked from her insulin infusion device adapter which resulted in elevated blood glucose readings up to "hi" on her meter. She stated, she smelled insulin and noticed leaking where the luer lock connects to the adapter. She said, she changed the tubing but the leaking continued. She stated only one vent hole on the top of the adapter was white. She stated, the adapter had been in use for 2 years. The patient was advised to change the adapter with every 10th cartridge change. She switched to her backup infusion device yesterday and her blood glucose has returned to her normal range. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The adapter was replaced and requested to be returned for evaluation.